Event description:
It was reported that the device was used during a low anterior resection. The surgeon was unable to completely fire the device. When the device was released, there were malformed staples and an incomplete staple line that was formed. The case was completed with hand suture. Patient developed a post operative fistula and underwent conservative treatment. The patient has recovered without complications.